Event description:
Spinal surgery the patient was flip 360' and the patient fell off and was injured did not provide extent of injury or any information on the patient.

Manufacturer narrative:
The safety strap was not yet in place, and the patient rolled off the table. The facility was not using the correct combination of hip and thigh pads that may have resulted in the patient being incorrectly positioned when prone. The account manager has reviewed proper patient positioning and safety requirements with this facility. The table performed as expected and did not contribute to the patient being dropped. Owner's manual contains instructions for hip and thigh pad selection, patient positioning and use of safety straps.

Event description:
Spinal surgery the patient was flip 360' and the patient fell off and was injured did not provide extent of injury or any information on the patient.